Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with the naked eye. The sample was returned with the aluminum foil peeled. The sponge was found fully separated from their caps. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge of a minicap was found completely separated from the cap. This was reported before use of the device. There was no patient involvement. No additional information is available.